Manufacturer narrative:
The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report of air being pulled into the circuit through a bonded connection in the av line of this custom perfusion pack. A tie band was added to the connection site, the case was completed without further issues. There was no patient involvement.